Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy pacemaker (crt-p) system was infected. A modified temporary pacing lead was placed during resolution of the infected system, and the system was explanted and replaced. No further patient complications have been reported as a result of this event.